Event description:
It was further reported that the retrieval sheath would not reach the filter.

Event description:
Same case as MFR report #: 2134265-2012-00181. It was reported that during a stenting treatment procedure, a filterwire ez was not fully recaptured and interacted with a placed stent. The procedure treated the lesion located in the saphenous vein graft to the obtuse marginal branch. A filterwire ez was placed and an unspecified promus element plus stent was implanted in the vessel. Upon removal of the filterwire ez, the filter was not able to be fully recaptured and "grabbed" onto the distal edge of the stent strut causing stent deformation. After multiple attempts, the physician was able to get an unspecified guide wire through the stent. The stent was then successfully dilated back to it's original shape. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).